Event description:
A report was received that the patient's lead site looked infected. Symptoms include redness and fluid drainage oozing around the incision site. The physician opened the incision site and flushed the site with intravenous antibiotics as preventive measure and closed the site. The patient was given oral antibiotics post-operatively. The physician does not believe that the symptoms were device or procedure related. The patient was doing well following the procedure.